Manufacturer narrative:
The hakim valve (ID ns9008) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) . A CT scan confirmed that the valve was broken from the base of the siphon guard. The patient had symptoms of hypotension. The valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 4335785, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was 170mmh2o. The valve was visually inspected; cut/tear in the silicon housing along the siphon guard was noted. The complaint is confirmed. The siphon guard was visually inspected, marks in the siphon guard were noted. The root cause for the issue reported by the customer, is probable due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.